Event description:
Reportedly, artifacts were observed on both channels when the patient was moving. The device was replaced due to normal battery depletion. It was reported that the device header was not well fixed to the can. No anomaly was observed on leads, which were connected to the new pacemaker.

Event description:
Reportedly, artifacts were observed on both channels when the patient was moving. The device was replaced due to normal battery depletion. It was reported that the device header was not well fixed to the can. No anomaly was observed on leads, which were connected to the new pacemaker.

Manufacturer narrative:
Please refer to the attached analysis report. - attachment: [20190107 - file-2018-03230 - analysis_and_closure_report_resp-2018-01855.pdf].